Event description:
No additional information was provided.

Manufacturer narrative:
Sample was returned and investigated under (B)(4). One sample (model #mp5301-c, lot #23039021) was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water, and attempted to be flushed. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5301-c; lot number 23039021 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector experienced flow issues. The following information was provided by the initial reporter: I was given a third extension set last week. I don't have any other information, as I was on vacation when they left it on my desk. Same issue as the other 2, no patient involvement, no medical interventions. Different lot# 23039021. This tubing was sent in with the other 2. If you need anything else, please let me know. Received notification that there was a non-flushable product.